Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017 the pump had no power and the patient was hospitalized with a blood glucose of 550 mg/dl with polydipsia, polyuria, and nausea. Treatment included insulin injections and IV fluids. The power issue was not related to a battery change and not resolved by inserting a fresh battery. This complaint is being reported as the patient experienced hyperglycemia subsequent to a power loss.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2017 with the following findings: no damage found to the battery compartment or returned battery cap. Returned battery cap measurements are within required specification. No moisture/corrosion observed in the battery compartment. Returned battery cap fully attaches to the pump with no visible yellow o ring showing. Pump powers on with audible, continuous vibration and hard cs069 alarm. The attempt to download the pump history and black box was unsuccessful..#unable to clear the alarm and unable adequately investigate the complaint. Eeprom failure was concluded during bench testing (see (B)(4)).